Event description:
The user facility reported that several patients had been infected with gemella. The user facility reportedly wanted olympus to inspect the inner channel for cracks. The channel of the referenced device reportedly had been cultured and the result was negative.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report, but, no further details were provided. The device referenced in this report was returned to olympus for an eval. The referenced device passed the leakage test. There were no evidence of foreign materials, abnormal substances, stains, residues, debris, or foreign objects observed inside the instrument channel. However, there was a kink noted inside the channel wall and the insertion tube was buckled at the same location of the kinked channel which caused restriction at the protector boot side. There were no evidence of abnormal stains, residues, or debris noted on the entire length of the insertion tube, on the bending section glue, and on the light-light tube. The entire insertion tube was non-olympus. The distal-end cover failed the insulation test due to the non-olympus insertion intube. The cause of the user's report cannot be conclusively determined at this time. An olympus endoscope service specialist has been dispatched to assess the facility's reprocessing practices. If add'l and relevant info becomes available at a later time, then this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.